Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -10.50/+2.0/092 (sphere/cylinder/axis), within the same surgery due to the lens was inserted upside down in the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens with in the same surgery and the problem was resolved.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Claim #: (B)(4).